Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator failed flow transducer test during pre-use check. The control printed circuit board pcb was found defective. The conclusion was that the reported failed flow transducer test was due to control printed circuit board pcb . The ventilator worked normally after replacing the defective pcb. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).